Event description:
During a triple coronary artery bypass procedure, the "shaft of the opcab retractor broke in the middle". The retractor is a sternal retractor. The pt sustained a hematoma on the heart. An anastomosis completed before the breakage was torn and had to be repaired. The surgery was completed with a different retractor. The pt has made a recovery and is asymptomatic.